Manufacturer narrative:
Device communicated properly with the guardian link 3 and the test plug. No communication anomaly or calibration anomaly noted. Device was able to enter into auto mode. No auto mode anomaly noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery analysis test due to missing retainer. Unable to perform the delivery analysis test to verify over delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Device was received without the original belt clip. Unable to verify damage to the belt clip. Device also had a missing reservoir tube o-ring, minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. Blood glucose reading was 26-25 mg/dl. Customer stated that the loose reservoir lip ring and several episode of low blood glucose 26-25 mg/dl and they call the paramedic the insulin pump had been bump occasionally. Customer stated that insulin pump shows sign of physical damage. Customer stated that insulin pump's retainer ring is damaged. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer stated that they treated low blood glucose event by paramedic give her intravenous infusion, peanut butter and jelly. Customer stated that they were experienced low blood glucose for 2 days. Customer stated that symptoms shows of low blood glucose event is mental confusion, sweating, inability to flow simple commands, weakness and fatigue. Customer stated that they feel not ok to troubleshooting. Customer was not using auto mode. The insulin pump will be returned for analysis.